Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported leak appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A 3.5x12mm nc trek balloon dilatation catheter was inflated to nominal pressure; however, an attempt to increase the pressure was made and the pressure would not increase. The device was inspected and it was noticed that contrast leaked from the shaft. The procedure was successfully completed with another unknown balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.